Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 550 mg/dl and almost 600 mg/dl. Customer reported that they experienced blood glucose levels ranging from 150mg/dl to 556mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pen once a day along with the insulin pump. Based on customer¿s report customer does not allege under delivery. The customer reported that the insulin pump had no delivery alarm. The customer was wearing insulin pump when the event was reported. Customer was assisted with troubleshooting for their high blood glucose level. The insulin pump will not be returned for analysis.